Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation.  A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's malfunction was confirmed. Based on the results of the investigation, it is likely, that e433 was caused, due to a faulty generator board. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the generator showed a communication error (e433 error). The unit would automatically restart during maintenance and the fault was noticed immediately. The issue occurred during maintenance. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.